Event description:
The customer reported the ventilator is displaying a no oxygen available message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer is reporting the oxygen manifold has been replaced. The remote service engineer (rse) advised the customer to connect the v60 to wall oxygen and confirm the o2 inlet pressure is approximately 50 psi. Advised customer to complete the v60 pneumatic performance verification testing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.